Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported no blood flow from the marker lumen was not confirmed. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(6). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other proglide device referenced is filed under a separate manufacturing report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a coronary diagnostic procedure. The proglide device was pre-flushed with saline prior to use. Reportedly, during use, no blood was visible at the proglide marker lumen. A second proglide was used with the same results. An angiogram revealed sharp kinking in the vessel. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly in-training in the use of the proglide device. No additional information was provided.